Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer had ketones and their blood glucose (bg) level was impacted; however, the customer was unable to provide a bg value. The customer administered manual injections to address high bg level. It was confirmed that the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.